Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave oversensing and possible double counting qrs. The lead integrity alert was triggered. The sensitivity was changed and the device remains in use. No patient complications have been reported as a result of this event.